Event description:
Caller reported a malfunction on the pump identified as malf 7. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to report any future occurrences of malfunction codes.